Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-40, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6)results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed an increase in architect havab-m gray zone results when reagent lot 93794hn00 was in use. The customer stated all analyzer maintenance was current and all package insert recommendations were followed when gray zone or (B)(6) results were generated. The customer also observed discrepant (B)(6) results therefore, the abbott field service representative who was at the customer facility recommended the customer schedule preventive maintenance for the analyzer. The customer provided an example of patient gray zone results as follows: (B)(6). There was no additional patient results provided by the customer to confirm the initial gray zone result. There was no impact to patient management.